Event description:
During a tonsillectomy & adenoidectomy, the same thing happened as happened on 12/06/1999, only using an mf-450 and a valley lab pencil. When the pencil was being withdrawn it ignited (described as a ball of fire). It charred the tip of the pencil but did not burn the pt. Refer to 1720159-1999-00156 and -00157 for the event on 12/06/1999.